Manufacturer narrative:
Several attempts have been made to collect the revision surgery date, but no additional information is available at this time.

Event description:
The surgeon plans to revise this patient's left mandibular component due to dislocation secondary to malpositioning.